Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the current supplies had been in use for more than 3 days. A system check was performed and the pump performed as intended leading to the occlusion to have been caused by an unknown site issue. The customer's blood glucose (bg) level was 364mg/dl and a manual injection was administered to address the bg level.